Event description:
It was reported to the distributor that a female pt, who had previously had a total abdominal hysterectomy and sacrocolpopexy performed in 1987, complained of a vaginal bulge. In 2007, surgery was performed using the capio. Because the absorbable suture has a tapercut on both sides, the end user has used the second tapercut of the same thread to pass through the anterior part of the left arcus tendineus facia pelvis (atfp). In this procedure, the tapercut was blocked inside the atfp with no possibility of removal, even after dissection of this area. The end user left the tapercut in the atfp. A post operative radiograph was performed and the tapercut was located in the same place, just beneath the superior part of the left ischio pubic ramus. There was no adverse outcome to the pt reported.

Manufacturer narrative:
MFR will continue to monitor this issue through trending. Add'l info: the device was not returned and is unavailable for evaluation. No results are available at this time.